Event description:
The consumer reported a power on reset (por) and that the therapy had turned off and reset to shipping parameters on the day of report ((B)(6) 2016). At the time the patient saw the por, she was "checking the implantable neurostimulator (ins)." The patient never noticed if the ins was even running. She normally would not notice the stimulation. The patient thought it was not "working." On (B)(6) 2015 the patient began to notice the pain from the kidney stones. The kidney stones were uncomfortable. Since sunday ((B)(6) 2016), the patient had not felt good and she felt "more lousy" than normal. A fall was noted 3 weeks ago ((B)(6) 2016) where the patient had fallen forward. Recent medical tests or emi environmental exposure involved a CT scan and an x-ray. These were taken prior to the fall. It was indicated the patient had an appointment with the healthcare provider (hcp). The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a representative came to her urologist's office and reprogrammed the device (to resolve the por) and it was working at the present time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.